Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device sound abatement foam. Patient alleged to to develop headaches, dizziness, shortness of breath and blood clots in the knee and ankle. The patient did receive medical intervention in the form of a doctor's assessment and computed tomography (CT) testing. This event is assessed as not related to the device in this case. Based on the available information, the manufacturer concludes no further action is necessary. The device was returned to the manufacturer's product investigation laboratory for further investigation. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The external investigation showed that there were no signs of contamination on the outside of the device. The device was hooked up to a known good power supply and power cord, airflow was verified to be operating correctly. The internal investigation showed that there were no signs of contamination or sound abatement foam degradation inside of the device. The internal aspect of the device was inspected. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The investigator confirmed there was no signs of contamination or sound abatement foam degradation inside of the device.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to develop headaches, dizziness, shortness of breath and blood clots in the knee and ankle. The patient did receive medical intervention in the form of a doctor's assessment and computed tomography (CT) testing. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.